Manufacturer narrative:
Concomitant products: 5071-53 lead, implanted: (B)(6) 2004; 6935m62 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD had possible early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.